Event description:
The manufacturer received information alleging a trilogy 100 screen turned completely black. The device was restarted, and the screen turned on, but the issue was repeated several times. There was no harm or injury reported. The device was returned to the manufacturer's service center for evaluation. During the evaluation of the device, the issue of failure of the screen display was unable to be confirmed. It was confirmed there were no errors indicating s device failure recorded in the error log. It was determined that the issue was caused by the lcd failure. The device's lcd was replaced to address the issue.